Manufacturer narrative:
Summary of eval: the tibial component cannot be evaluated for reported wear as it was not returned for eval. A DHR review for this component found that all attributes which could have affected this event met design requirements during MFR. Add'l MFR info: section h4: device MFR date=07/00/85.